Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to blood glucose. Reportedly, customer declined to provide additional information regarding the event. Customer reverted to an alternate pump for insulin therapy.